Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was not returned for investigation. According to the clinical details, multiple suction alarms occurred due to improper positioning. Attempts were made to resolve the issue with no success. The most likely cause of the low pump flow was biomaterial.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported 63-year-old male patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump had had frequent suction alarms due to mal positioning. Multiple attempts unsuccessfully were made to reposition. The impella was explanted. Patient hemodynamically stable. No patient harm was reported.